Manufacturer narrative:
This report is being submitted to provide the results of the legal final investigation. The device was returned to olympus for inspection, and the reported malfunction was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had poor connector contact. The issue was identified during inspection for use. There were no reports of patient harm.